Event description:
As reported, approximately 6 years post op initial left tsa, this 60 y/o male patient was revised. The patient was revised due to femoral loosening and osteolysis as a result of poly wear. The patient was revised to a size 5 femoral component and a size 5 13mm tibial insert. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 02-012-47-5009 - logic cr tib insert std, sz 5, 9mm: 3850485; 200-02-38 - three peg patella 38mm 4848517; 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t 4800237.

Manufacturer narrative:
H3: the revision reported was likely the result of femoral loosening and tibial insert wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral component and bone. The tibial insert wear may have been due to malalignment between the implants, third body wear, patient related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
The following sections have corrected information: (h6) health effect clinical code, type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
Report number: 1038671-2024-03058 this follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of femoral loosening and tibial insert wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral component and bone. The tibial insert wear may have been due to malalignment between the implants, third body wear, patient related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.